Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to main processing unit circuit board. The device not audibly alarming during an alarm condition that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.